Manufacturer narrative:
H3 other text : not returned to the manufacturer.

Event description:
A device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of foam particles. The device was scrapped. There was no report of serious injury or harm.